Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, there was a lot of friction felt when deploying the distal flange, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed because another of the same devices was not available; however, another stent placement procedure was scheduled for the following week. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partial stent deployment. Block h11: an axios stent and electrocautery enhanced- delivery system was received for analysis. Visual inspection found the stent was returned fully deployed and expanded. No damages were note to the stent and delivery system. Product analysis could not confirm the reported event of stent partially deployed as the stent was returned fully deployed and expanded. Stent partially deployed is noted within the instructions for use (IFU) as a potential complication associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, there was a lot of friction felt when deploying the distal flange, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed because another of the same devices was not available; however, another stent placement procedure was scheduled for the following week. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.